Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently the aorta at the renal artery measures 23-27 mm in diameter and the length measures 13.5 mm. The proximal aortic angulation is 67 degree. There is mild vessel calcification. Currently the proximal neck is 23-27-26 mm in diameter and 50 mm in length from the renal artery to the bifurcate flow divider. The right common iliac artery is 14-24-29-14 mm in diameter. It was reported that a CT scan observed a proximal type I endoleak. The physician performed a secondary intervention and implanted an endurant 28x28x49 cuff resolving the endoleak. The cause of the event is unknown per the physician. No additional clinical sequelae were reported and the patient is fine. Pec review of returned cta¿s from 7- ½ years post-implant ((B)(6) 2014) revealed that the aneurx bifurcate is positioned in the lower section of the neck. The proximal stent graft od is 26mm, and is angulated 65deg (l-r) to the infrarenal neck, and the aortic body is angulated 65deg (a-p) to the limbs. There is approximately 15mm of remaining proximal neck length. The max diameter aaa is 9cm and there is a proximal type I endoleak. Both limbs are patent. An x-ray from the same film study date did not reveal any stent graft anomalies. The cause of the endoleak is uncertain. Earlier post-implant images were not provided. It is possible that the stent graft may have migrated. It is likely that disease progression and aneurysm morphology changes may have contributed to the endoleak.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the aneurx stent graft had migrated.